Event description:
It was reported that the user experienced rising blood glucose after a meal while using the ilet with a steel 6 mm contact/detach infusion set, with sensor readings escalating and a confirmatory fingerstick of 389 mg/dl, later exceeding 400 mg/dl; the device alerted for high glucose and the user recalibrated the cgm, monitored, then disconnected and administered fast-acting and long-acting subcutaneous insulin per their decision in consultation planning with their clinician. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included a serious elevation in glucose, though no external assistance or medical intervention was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information to identify a specific device-related problem and no device component finding was available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.